Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR 2134265-2018-06460. It was reported that there was a lack of aspiration. A jetstream® xc atherectomy console was selected for an atherectomy procedure with an unknown jetstream® xc atherectomy catheter. The console primed successfully and after the catheter was introduced into the patient, it was activated. The blades were spinning, however, it was not aspirating. The procedure was successfully completed with another of the same device. No patient complications were reported.